Event description:
Account alleged that the hilow drifts down on this bed. Account stated that there were no injuries and a patient was not in the bed. Account stated that the bed is being used in a classroom. Account alleged that the hilow will still drift when the bed is unplugged.

Manufacturer narrative:
Account stated that he cleaned the hilow brake assy to resolve the alleged problem with the hilow drifting down. The hilow brake needed to be cleaned.